Manufacturer narrative:
The tech replaced both head hi/low up and down valves, but issue remained. Tech replaced the CPR/trendelenburg valve and this resolved the issue.

Event description:
Tech alleged that the head hi/low was drifting on this bed. No pt impact.